Event description:
Hcp reported repeated catheter migration from intrathecal space. The pt has had four catheter migrations and this last reported event was in 2003. The pt experienced symptoms of opioid withdrawal including nausea, vomitting, diaphoresis, and increased pain. A catheter xray was performed which led to a catheter replacement at a placed at a higher spinal level 8 days later. The reported outcome of this event is unknown.